Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was no longer receiving stimulation coverage in his right leg. X-rays revealed lead migration. As such, the patient underwent surgical intervention on (B)(6) 2016, where an additional lead was implanted. It was also reported during the procedure, the patient's ipg was also explanted and replaced to take advantage of newer technology. Effective stimulation was achieved post-operative.